Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking fluid from a crack in the reservoir. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One level 1 hotline low flow system was received with a cracked tank cover and a wear and tear damaged front cover and bock assembly. A visual inspection was conducted, the tank was filled with water, a temperature check was attached, the line cord was plugged in and the device was switched on. The reported issue was able to be duplicated. The issue was caused by customer damage. The tank cover was cracked and will be replaced to resolve the issue.